Manufacturer narrative:
Isi has not received the monopolar curved scissors (mcs) instrument or mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the mcs instrument (pn 470179-19/lot # k13211101-0309) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022 on system sk4605. The instrument had six uses remaining after last use. The mcs tip cover accessory is a single-use product. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the mcs tip cover accessory fell off the mcs instrument inside the patient during a da vinci-assisted procedure. The item was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the issue to occur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant is blank because the product is not implantable. Information for the blank fields in patient information is not available.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell off the instrument into the surgical field. The staff realized the mcs instrument was broken. The mcs tip cover accessory was recovered and it was in perfect condition. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon on 26-apr-2022 and obtained the following additional information: the customer could not provide additional information on how the mcs instrument was broken. The mcs tip cover accessory was inspected prior to use and was found to be in perfect condition. The mcs tip cover accessory appeared to be properly installed, no part of the orange surface was visible, and the mcs tip cover was not installed beyond the orange surface. The installation tool was used. No electrolube or other lubricant was applied to the mcs instrument prior to mcs tip cover accessory installation. No surgical task was being performed when the mcs tip cover accessory fell off. The mcs instrument was in use for about two hours. The mcs tip cover accessory was retrieved with a laparoscopic grasper. There were no issues with the functionality of the mcs instrument during the procedure. The mcs instrument may have collided with other instruments. A reducer was not used in the port the mcs instrument was in. The mcs instrument wrist was straightened upon removal, and there were no difficulties in removing the instrument. The surgical staff did not notice any damage to the mcs tip cover accessory, mcs instrument, or cannula after the event. The mcs instrument will be returned to isi, but not the mcs tip cover. No image or video is available for isi review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 analysis information can be found in fields h6 and h10 intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken tube extension and the proximal end. There were no broken pieces missing, the instrument remained connected to the main tube. The broken section of the tube extension caused the instrument to bend. As a result of the broken tube extension, the instrument could not be installed onto an in-house system as it was unable to be fed through the cannula. No additional damage was observed on the instrument. The root cause is attributed to mishandling.